Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: numerous clots, thrombosis, dx of clogged filter, perforation of the filter outside the vena cava, struts abutting the aorta. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: numerous clots, thrombosis, dx of clogged filter, perforation of the filter outside the vena cava, struts abutting the aorta.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, numerous clots, thrombosis, diagnosis of clogged filter, perforation of the filter outside the vena cava, struts abutting the aorta. Per the medical records, fourteen days after the filter was implanted, the patient was admitted to the hospital with light headedness and questionable pulmonary embolism (pe), and was diagnosed with dehydration. Twenty-five days post implant, the patient was admitted for pain of both lower extremities. A computed tomography (CT) scan revealed diffuse vena cava thrombosis from the level of the filter down. The patient underwent bilateral thrombolytic therapy, and a follow up venography completed two days later revealed minimal residual clot with free antegrade flow, resulting in placement of left common iliac stents, an additional right common iliac stent, placement of a stent in the left common and iliac and external iliac vein junction, balloon dilation of the left common/external iliac vein junction and right iliac venous system and inferior vena cava (ivc). Additionally, a right jugular vein ultrasound to evaluate for thrombosis, revealed a widely patent jugular vein. Approximately two months post implantation, a magnetic resonant imaging (MRI) scan was performed to rule out a herniated disc. Results noted bulging discs at l4-l5, l3-l4, and l2-l3. Additionally, a history of meniere¿s disease, peripheral vascular disease, venous thrombosis, iliac vein thrombolytic therapy and vena cava filter placement and neuropathic pain was also noted. Approximately eight months later, the patient underwent a laparoscopic cholecystectomy for acute cholecystitis. Approximately one-year and seven months after the filter was implanted, a bilateral lower venous doppler ultrasound exam revealed left sided deep vein thrombosis. Six days later, an ivc venogram and left iliac venogram were performed, showing a normal widely patent left iliac system and inferior vena cava with patent stents and filter. Approximately three years and eleven months post implant, the patient complaint of left leg swelling. A venous duplex scan identified a partially occluding thrombus within the proximal left superficial femoral vein. Three days later, a CT scan of the abdomen found no evidence of an inflammatory or neoplastic process. Results from a venous duplex scan completed for pain and swelling approximately six years and four months after the implant, noted nonocclusive thrombus in the mid portions of the bilateral superficial femoral veins, two left sided superficial femoral veins, one occluded with thrombus and the left profundus with a non-occlusive thrombus. Ablation was performed approximately twenty-two days later, and the findings of a venous duplex ultrasound that was completed three days post ablation were negative for dvt. The patient also underwent a right leg ablation approximately four months later. The patient was submitted to a left knee arthroscopy and partial medial meniscectomy surgery for a torn meniscus approximately ten years and ten months after filter placement, and approximately one-year and one month after the knee surgery, the patient underwent a total knee arthroplasty for osteoarthritis. A computed tomography (CT) scan, noted bilateral common and external iliac stents in place and an ivc filter. The impression noted a stable CT scan of the abdomen with no acute abnormality. An abdominal CT scan was indicated for lupus and anticoagulant disorder approximately eleven years after the filter was implanted. The exam noted flow in the interior vena cava, common iliac, external iliac and common femoral veins and no thrombosis at the level of the ivc filter. On the same day the patient had an ultrasound of both legs, that noted partially occlusive acute appearing thrombosis involving both lower extremities including the femoral, popliteal and calf veins. Approximately four months later, an ultrasound of the legs noted non-occlusive chronic dvt of the right mid femoral vein to the popliteal and left distal femoral vein to the popliteal. The ivc filter was evaluated with an abdominal CT scan completed approximately fourteen years and seven months post implant. The impression noted the filter appears in the appropriate position without perforation. Some of the areas project beyond the expected confine of the ivc as is commonly noted. Some of the structures (the aorta and psoas muscle), are minimally abutted but not invaded by the struts. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years and seven months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced anxiety related to the filter causing further damage.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused numerous clots, thrombosis, diagnosis of clogged filter, perforation of the filter outside the vena cava, and struts abutting the aorta. According to the patient profile form, the patient became aware of the reported events approximately fourteen years and seven months post implant. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and anxiety related to the filter. The indication for the filter implant and procedural details have not been provided. Twenty-five days post implant, the patient was admitted for pain of both lower extremities. A computed tomography (CT) scan revealed diffuse vena cava thrombosis from the level of the filter down. The patient underwent bilateral thrombolytic therapy, and a follow up venography completed two days later revealed minimal residual clot with free antegrade flow, resulting in placement of left common iliac stents, an additional right common iliac stent, placement of a stent in the left common and iliac and external iliac vein junction, balloon dilation of the left common/external iliac vein junction and right iliac venous system and ivc. Additionally, a right jugular vein ultrasound to evaluate for thrombosis, revealed a widely patent jugular vein. Approximately two months post implant, a magnetic resonant imaging (MRI) scan was performed to rule out a herniated disc. Results noted bulging discs at l4-l5, l3-l4, and l2-l3. Additionally, a history of meniere¿s disease, peripheral vascular disease, venous thrombosis, iliac vein thrombolytic therapy and vena cava filter placement and neuropathic pain was also noted. Approximately nineteen months post implant, a bilateral lower venous doppler ultrasound (u/s) exam revealed left sided deep vein thrombosis (dvt). Six days later, an ivc and left iliac venogram were performed, showing a normal widely patent left iliac system and ivc with patent stents and filter. Approximately four years post implant, the patient complained of left leg swelling. A venous u/s identified a partially occluding thrombus within the proximal left superficial femoral vein. Results from a venous u/s completed for pain and swelling approximately six years and four months post implant, noted nonocclusive thrombus in the mid portions of the bilateral superficial femoral veins, two left sided superficial femoral veins, one occluded with thrombus and the left profundus with a non-occlusive thrombus. Ablation was performed approximately twenty-two days later, and the findings of a venous u/s that was completed three days post ablation were negative for dvt. The patient also underwent a right leg ablation approximately four months later. An abdominal CT scan was indicated for lupus and anticoagulant disorder approximately eleven years after the filter was implanted. The exam noted flow in the ivc, common iliac, external iliac and common femoral veins and no thrombosis at the level of the ivc filter. On the same day the patient had a u/s of both legs, that noted partially occlusive acute appearing thrombosis involving both lower extremities including the femoral, popliteal and calf veins. Approximately five months later, a u/s of the legs noted non-occlusive chronic dvt of the right mid femoral vein to the popliteal and left distal femoral vein to the popliteal. Approximately fourteen years post implant the patient underwent a CT scan, the findings noted bilateral common and external iliac stents in place and an ivc filter. The impression noted a stable CT scan of the abdomen with no acute abnormality. Approximately seven months later a CT scan was completed to evaluate the filter. The impression noted the filter appears in the appropriate position without perforation. Some of the areas project beyond the expected confine of the ivc as is commonly noted. Some of the structures (the aorta and psoas muscle), are minimally abutted but not invaded by the struts. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Blood clots, thrombosis, occlusive thrombosis and venous occlusion within the filter and/or vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.